Event description:
During a laparoscopic hysterectomy, the probe broke off inside the patient as the subject device was cutting around the vaginal top with a manipulator. The broken piece was retrieved. The physician replaced the subject device with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.